Manufacturer narrative:
The asp (authorized service personnel) evaluated the device at site. The asp replaced the therapy printed circuit assembly (pca) and therapy receptacle. Based on the information available and the testing conducted, the cause of the reported problem was the therapy pca and therapy receptacle. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.